Event description:
Underwent ect, 26 treatments. No memory of nov 2019 to april 2020. Also lost memories from most of last three years, and some further. Loss of cognitive abilities like short term memory and job related tasks. The device was not the issue, the procedure itself caused the problem. FDA safety report ID # (B)(4).